Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was modified intraoperatively, but not revised.. Should additional information be obtained the report will be supplemented.

Event description:
Patient was experiencing pain and surgical intervention was required to revise implants.